Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen was cracked, rendering the device nonfunctional and not watertight, after the user believed they bumped it against a table; the device required replacement and the customer was instructed to shut down the unit and use backup therapy as needed. Symptoms included no reported adverse health effects, and the user¿s blood glucose was noted at 204 mg/dl without clinical sequelae. Outcomes included product replacement and return of the damaged unit, with continued use of cgm via the dexcom app or receiver as appropriate. Investigation included review of the reported damage, collection of device identifiers, assessment of functionality based on user report and images, and coordination of replacement logistics and inspection of the returned device. Investigation of this device revealed physical damage to the touchscreen consistent with external impact, resulting in loss of user interface function and loss of water tightness, which necessitated device replacement. It was concluded, based on previously established findings for similar reports, that the cause was user-related accidental damage.